Manufacturer narrative:
(B)(4). (B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the minicap transfer set had cracked during use. It was specified that the transfer set crack was on the mainbody. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye and magnification and a cracked light blue main body was noted. Functional testing was performed which included leak testing, clear passage test, and a clamp function test. All functional testing performed was acceptable. The reported condition was verified. The cause was undetermined. Should additional relevant information become available, a supplemental report will be submitted.